Event description:
The nurse reported vacuum builds up and the system displays system messages intermittently. The nurse stated a posterior capsule tear occurred. Additional information from the surgeon's personal scrub technician stated they were polishing the capsule with a setting of 10 then the system made an increasing high pitched noise. He noticed the vacuum read out indicated 756 and the chamber shallowed slightly. The cassette was reseated and they were able to complete the case. The nurse stated they had a problem with vacuum pressure, but it was undetermined if the patient event was due to vacuum pressure during polishing. The nurse stated a small tear was noted in the posterior capsule and they had to change from an oval to a round iol. This incision was enlarged. The patient's outcome and prognosis were noted as good.

Manufacturer narrative:
The nurse called support personal and conducted troubleshooting. The support personal confirmed with the customer the vacuum check fails during prime. The customer reseated the cassette and then the system passed prime. The customer did not request service and no samples were returned for evaluation. The customer was counseled to save samples if the problem recurs. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.